Event description:
It was reported that the customer's insulin pump alarmed motor error several times. Troubleshooting was performed, and the device alarmed no delivery during the displacement test when the piston moved forward. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
Motor error alarm during rewind due to corroded motor home switch. Unable to verify error alarm due to motor error alarm.